Event description:
Customer went ot the hospital based on device result of 370mg/dl. The hospitals device read 154mg/dl. A lab was done and the result was 140mg/dl. No controls in use. A request was made for the return of the suspect device and replacement product was sent.